Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 449 mg/dl. Customer¿s current blood glucose was 449 mg/dl. Customer was not able to remove battery cap. Customer declined troubleshoot for high blood glucose level. The product will be returned for the analysis.